Manufacturer narrative:
H6: ventec was provided with a copy of the authorized third party service provider (asp) work order where it was observed that the date that the asp had observed the reported issues was (B)(6) 2021. As a result, section b3, date of event, has been updated from (B)(6) 2021 to (B)(6) 2021. Additionally, the asp had documented that the device had previously displayed a patient circuit disconnect alarm. The device was evaluated by ventec where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. The patient circuit disconnect alarm was not duplicated during testing, however, replacement of the ift which resolved the low peep and low vte would also resolve this alarm condition. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device had low peep (positive end expiratory pressure) readings, its exhaled tidal volume (vte) levels were low and the device will not pass the pre-use test. There was no patient involvement.